Event description:
It was reported that the pump's cassette sensor was defective. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed an error code 46440. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a latch/lock sensor. The latch/lock flex sensor was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.